Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, the nurse was attempting to close the snare to cut through a polyp, however the snare wire broke at the crimp part of the loop. They tried straightening the proximal portion of the snare above the biopsy channel to maximize the transmission of the closed wire. The procedure was completed with a similar cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code captures the reportable event of loop break.